Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 51.5cm was returned for analysis. External insulation abrasion was noted at 8.0-8.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 30.3-31.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.0-14.3cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
It was reported fluoroscopy revealed externalized conductors. The lead was explanted and replaced without complications.